Event description:
This report is being filed after the subsequent review of the following journal article, ¿plating of humeral shaft fractures: comparison of standard conventional plating versus minimally invasive plating¿ (2012). Oha, c.¿w. Orthopaedics and traumatology: surgery and research; 98, 54-60. Fifty-one patients with an unstable humeral shaft fracture were collected, who were treated with minimally invasive plate osteosynthesis (mipo) or open reduction and plate osteosynthesis (orpo) from january 2003 to april 2009. Mean ages of the mipo and orpo groups were 39.6 years (range, 16-83) and 42 years (range, 17-82) respectively. In the mipo group, there were 16 males and 13 females and in the orpo group 16 males and 14 females. A locking compression plate (narrow lcp-57 cases, metaphyseal lcp-2 cases [mipo group], synthes, oberdorf, switzerland) was used in all 59 patients. Post-operative complications included: four non-unions (one a (B)(6) male), one deep infection, and one screw loosening (while fracture union progressed). This is report 1 of 4 for com-(B)(4). This report is for an unknown lcp plates and refers to the (B)(6) male. A copy of the journal article is being submitted with this medwatch. This report is for 1 device.

Manufacturer narrative:
Device used for treatment, not diagnosis. ¿plating of humeral shaft fractures: comparison of standard conventional plating versus minimally invasive plating¿ (2012). Oha, c.¿w. Orthopaedics and traumatology: surgery and research; 98, 54-60. This report is for unknown lcp plates/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).